Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that aspirated seeds may have clogged the biopsy channel during the procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-190 series operation manual chapter 4 operation/ 4.2 insertion/ suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: it was not possible to pass a brush through the channel, there was no data in the exera identification chip after dry out, there was no image and error b30 was displayed after dry out; leakage was observed in the instrument channel, bending section and control body; there was angulation play, the distal end plastic cover was scratched, the insertion tube had shakiness, the suction cylinder was clogged, and the scope connector was leaking with a venting valve malfunction. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope was clogged up with seeds. The procedure was diagnostic and there were no reports of patient harm or impact associated with the event.